Event description:
During placement of a biliary stent, the wire guide was passed through a metal tip catheter. The external coating of the distal tip of the wire guide detached from the core wire. The detached portion was not able to be retreived and a biliary drainage catheter was placed. The report indicated that the stricture was narrow and that there was no patient inury.